Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that as an impella cp was being prepped for implantation it was noted that the tuohy-borst was locked in place and unable to be loosened despite loosening all the way. A new pump was opened and used. No adverse impact to the patient was reported.

Manufacturer narrative:
The investigation of positioning issues has been completed. The pump was returned and the sterile sleeve was found to be stuck in the touhy-borst near the red handle side of the pump (100 cm mark). The touhy-borst was completely stuck and unable to move. Pump was unused with red lumen still in place. Therefore as per the clinical information and product review, the root cause of the positioning issue was the sleeve stuck in the touhy-borst due to improper technique making it unable to move along the catheter.